Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary incontinence, urgency, pelvic pain, dyspareunia, emotional distress, decreased quality of life. No further information has been provided.